Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pain/topples me in excruciating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent test she performed all the internal ultrasound, physical exams, the hormone talks, blood work, also the CT of whole abdominal region with contrast oral and IV. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("multitude of complications regarding my menstruation") and was found to have weight increased ("literally gain 10 lbs") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain had resolved and the menstrual disorder, weight increased and weight decreased outcome was unknown. The reporter considered menstrual disorder, pelvic pain, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : menstrual disorder, pelvic pain, weight increased, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: new event weight loss was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pain/topples me in excruciating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent test she performed all the internal ultrasound, physical exams, the hormone talks, blood work, also the CT of whole abdominal region with contrast oral and IV. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("multitude of complications regarding my menstratuation") and abdominal distension ("swollen belly") and was found to have weight increased ("littearly gain 10 lbs") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain had resolved and the menstrual disorder, weight increased, weight decreased and abdominal distension outcome was unknown. The reporter considered abdominal distension, menstrual disorder, pelvic pain, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : menstrual disorder, pelvic pain, weight increased, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: social media received. Event: swollen belly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('left sided pain/topples me in excruciating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent test she performed all the internal ultrasound, physical exams, the hormone talks, blood work, also the CT of whole abdominal region with contrast oral and IV. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("multitude of complications regarding my menstratuation") and was found to have weight increased ("literally gain 10 lbs"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain had resolved and the menstrual disorder and weight increased outcome was unknown. The reporter considered menstrual disorder, pelvic pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : menstrual disorder, pelvic pain, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media content received: case become incident. Essure removal was done added. Reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.